Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Manufacture date: lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal complaint reference #: (B)(4).

Event description:
It was reported by the physician that during a novasure procedure in (B)(6) 2019, the patient uterus was perforated. Physician stated "the cavity width was slowly increasing so [he] stopped the procedure midcycle." Uterus was visualized during laparoscopy for tubal ligation and it was noted that the tips of the novasure array had started to perforate the uterus. No additional information provided.